Manufacturer narrative:
Two days post stent implant, the patient suffered a stroke. There was partial recovery. The event (stroke) was indicated unrelated to cordis product and related to the index procedure. Patient was discharged with an elevated nih score of 13 and stroke score of 4. Pre and post medication was aspirin and clopidogrel. Heparin was administered during the procedure. Directly from the hospital the patient was transported to a skill nursing facility for physical and occupational therapy. It was in the skill nursing facility that patient died four months later. The cause of death is unknown. It is also unknown if autopsy was performed. The product remains implanted in the patient and is not available for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that two days post stent implant, patient suffered a stroke and four months later, the patient deceased. This patient was enrolled in the study and underwent stenting of the right proximal internal carotid with a precise stent. Total length of stented segment was 30.0mm. At baseline, the patient was evaluated with a nih (national institutes of health) stroke scale score and a rankin stroke scale score (1). The patient was symptomatic. There was occlusion in contralateral side. The target lesion was eccentric, ulcerated and moderately calcified with 90% stenosis and measuring 20.0mm/6.0mm (length/reference diameter). The target vessel was moderately tortuous. An arch type-ii was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. An angioguard distal protection device was open, prepped and deployed successfully. One precise stent was deployed at its intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device, there was debris found in the basket. The procedure was completed with a 30% final residual in lesion stenosis.